Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted an extremely stretched out helix, with blood and tissue noted in the helix housing. The reported clinical observation of helix extension/retraction difficulty was confirmed based on the helix mechanism being stretched out and tissue entwined in the helix.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high capture thresholds and helix extension/retraction difficulty. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high capture thresholds and helix extension/retraction difficulty. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.